Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device received with minor scratched lcd window. Test reservoir lock properly inside the reservoir tube. No e/a alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer's insulin pump had scratches on the screen and was harder to read the screen, especially in the sun. The customer's blood glucose level was 156 mg/dl at the time of the incident. The customer stated they received an error recently where they had to do a hard reboot to correct the insulin pump. The insulin pump will not be returned for analysis.